Event description:
It was reported that the patient was referred for surgery due to high impedance. System diagnostics prior to surgery indicated high impedance and the generator output currents were disabled. After the generator was replaced prophylactically, high impedance was still detected on the new generator so the lead was also replaced. This resolved the high impedance. Return of the suspect product is not expected. No further relevant information has been received to date.